Event description:
Synovitis of left knee [synovitis], left knee pain [arthralgia], swelling left knee [joint swelling], left knee effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous medical device implantation with two suvenyl (hyaluronate sodium) injections (on (B)(6) 2013 and on unspecified date in (B)(6) 2013) into both knees. The pt had concomitant disease of osteoporosis. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan gf-20) injection, 2ml, into both knees (route of administration and frequency not provided). The lot number for synvisc was not provided. On (B)(6) 2013, the pt rec'd her second injection into both knees. On (B)(6) 2012, the pt had third synvisc injection into both knees. On the same day, at night, the pt developed swelling and pain in the left knee and finally developed synovitis in left knee. On (B)(6) 2013, the pt visited hospital and no pyrexia and redness was noted however, swelling was significant. On the same day, the pt had arthrocentesis and 20 ml yellow turbid joint fluid was aspirated and joint lavage with saline was performed. On (B)(6) 2013, the pt had another arthrocentesis and again 20 ml yellow turbid fluid was aspirated. On (B)(6) 2013, the pt's pain and swelling improved. On (B)(6) 2013, the pt recovered from the event of synovitis of left knee and swelling of left knee was completely subsided. On the same day, the pt's joint fluid culture was performed in which no infection was observed. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications reported include suvenyl (hyaluronate sodium), bonalon (alendronic acid), celcox (celecoxib) and cytotec (misoprostol). The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definite. The reported physician did not provide the causal relationship between synvisc and the events of knee pain, swelling left knee and left knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.